Manufacturer narrative:
The event occurred in( B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter stated that the infusion device was delivering an inaccurate amount of insulin. The patient's blood glucose levels were elevated. The patient thinks the infusion device was delivering the insulin boluses but not the basal rate. No adverse event reported. It is unknown if the infusion device will be returned for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.